Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose level was 250 mg/dl. The insulin pump took a longer time to fill the tubing. The alarm was caused by an infusion set and reservoir occlusion. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.